Manufacturer narrative:
Analysis of the entire catheter revealed no significant anomaly, specified as catheter body had dried drug/blood/or foreign material occlusion. Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the health care provider (hcp) via another user facility reported that the patient was hospitalized (initial or prolonged.) Indication for use of the device was for intractable spasticity (muscle spasticity.) The patient medical history was reported as cerebral palsy and dystonia (secondary to cerebral palsy.) The multiple manipulations of her pump and catheter (previous revision) may have predisposed the patient to an implant site infection. There was no report of culture of the baclofen vial contents. This event was therefore unlikely related to the baclofen. The patient was noted as doing well with oral baclofen, although management of her spasticity and dystonia was still suboptimal compared to treatment with intrathecal baclofen.

Manufacturer narrative:
Concomitant: product ID 8782, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8784, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a (B)(6) female patient receiving intrathecal gablofen 2000mcg/ml (unknown dose) via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that a few weeks post implant (implant 2015-(B)(6)), the patient presented with a small fluid collection at back incision. The fluid was aspirated, and was determined to be a seroma (did not contain csf.) It grew one colony of e. Coli, and the surgeon determined it to be a contaminant. The patient then presented to emergency room (ER) on 2015-(B)(6) with small blister at the lateral edge of the pump incision, and also a small area of redness. The patient did not have a fever and had good spasticity control. The fluid from the blister was able to be aspirated, and cultured and grew e. Coli. The entire pump and catheter system was explanted on 2015-(B)(6). A peripherally inserted central catheter (PICC) line was placed for treatment with antibiotics, and a gastric tube was placed to assist patient with nutrition and provide means for administering anti-spasticity medication. The issue was not resolved at the time of this event. The health care provider (hcp) did not have any further information. The patient status at the time of this report was "alive- no injury." The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.